Manufacturer narrative:
The microtip was disposed of. Cannot verify an assignable cause for the malfunction without evaluating the alleged complaint unit. Insufficient information for a complete investigation. The DHR for microtip lot 19713-04 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Upon insertion of the tip there was no cutting. (Dr. (B)(6)).